Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation ¿ abdomen area, migration\an essure coil protruding from the cornua') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes, dysfunctional uterine bleeding, endometriosis, uterine tenderness, multigravida and parity 3. Concomitant products included levothyroxine and paracetamol (tylenol regular). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device\having expelled 1 of the essure coils."), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), libido decreased ("hormonal changes ¿ less sex drive"), migraine ("migraines/headaches"), pelvic pain ("pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device expulsion, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, libido decreased, migraine, pelvic pain and abdominal pain had not resolved. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, libido decreased, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date. Patient received treatment for dysmennorhea (as written), dyspareunia, pelvic/abdominal pain, menorrhagia, migration, perforation other, hormonal changes, migraines easily visible left tube, 6 coils present in the essure device. 5 coils visible in the right essure device the bilateral tubes appeared grossly normal. There were no essure coils protruding from the tubes. The left cornua was inspected and there was noted to be an essure coil protruding from the cornua. Left essure coil present protruding from the cornea after salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: failure to occlude. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received events" abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), expulsion of essure device, hormonal changes less sex drive, migraines/headaches, pain, perforation ¿ abdomen area, migration, abdominal pain, pelvic pain" were added. Outcome of all injuries were added as not recovered. Concomitant drug, medical history and lab data were added. Reporter information and patient aka name were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.